Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's current blood glucose is 295 mg/dl and 284 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty breathing, swelling of arms, hands and feet. The customer was treated by insulin via syringe. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.